Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4) pt outcome was not provided by reporter. Separation is not labeled in the IFU. Event eval: still under investigation.

Event description:
The tube was placed (B)(6) 2010 and the pt was brought to the department (B)(6) 2010 to have a treatment through the tube. When they took down the dressing to access the catheter they discovered the tube had separated on the nursing unit and an attempt had been made to tape the hub/catheter together. They did get the hub back on the catheter in a position allowing them to proceed with the procedure and then removed the tube from the pt. Customer said the tube had not had any pharmaceuticals or materials infused prior to the pt's return to the department. (No outlying chemical incompatibilities contributing). They do sometimes instill doxycycline or tpa in these tubes but that was not the case in this instance. No pt outcome was provided by reporter.